Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer reverted to an alternate method of insulin therapy.